Event description:
It was reported that during the implant procedure, the lv lead dislodged. During the implant attempt, the doctor attempted to undo the setscrews following the lv lead dislodgement and one setscrew came out of the grommet. The doctor screwed the setscrew back in to the wrong grommet. The setscrew was then removed, but the setscrew already in that grommet would not back out, even after the grommet was removed. The device was not used. The lv lead remains in use. Another lead was opened, attempt to implant, but was not used. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found; however it was noted that the grommet was missing and the setscrew was in the connector bore.